Event description:
Patient ID: (B)(6). It was reported that the procedure was performed to treat a target lesion in the proximal anterior tibial artery. After the procedure, an arteriotomy closure of the left common femoral artery was attempted using a proglide with a 6f sheath. Reportedly hemostasis was not achieved with the device, so manual compression for 5 minutes was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.